Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having headache and fatigue. There was no report of serious patient harm or injury. There was no medical intervention required by the patient.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged headache and fatigue while using the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. External examination of the unit found green discoloration on the top enclosure near the front panel, and to a lesser extent on the rear panel. External examination of the dc power supply found significant shallow scratching and minor contamination on the top enclosure. On both enclosures, near the dc output cable, a vertical mark was found. This mark had two partial circular imprints, suggesting incidental damage from a narrow cylindrical object. Contamination was also found around the ac input connector. Internal investigation found light to moderate beige dust contamination in the blower, particularly on the impeller. A buildup of dust/grime was observed on the interior of the blower box assembly around the blower output seal. No sound abatement foam degradation was observed. Using a known good ac power cord, product investigation lab applied power to the dc power supply and base unit. The device powered on and provided airflow. The device's downloaded event log was reviewed by the manufacturer and found 3 instances of reboot error e4. The manufacturer was unable to confirm the customer's complaint. The manufacturer does conclude contamination on the exterior and interior of the device, as well as cosmetic damage to the dc power supply. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Please see section h6 for this updated coding and information.